Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no vacuum. The patient experienced a posterior capsular tear. A vitrectomy was performed. Additional information has been requested but none has been received.

Manufacturer narrative:
The company service representative examined the system. The vacuum was checked with the handpiece and there is no problem with suction and vacuum. The pedal compartment was adjusted. The system was then tested and met all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 14, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to function to specifications. Therefore, it is not suspected to have contributed to the reported events of no vacuum. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The cause of the reported event of pedal compartment was locked can be attributed to the non-conforming pedal compartment locking mechanism. However, how that pedal compartment locking mechanism became non-conforming remains inconclusive. (B)(4).